Manufacturer narrative:
Follow-up #1: date of submission 07/08/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/22/2015 with the following findings: the black box information from date of the alleged issue has been overwritten due to continued use of the pump. The current black box data shows no evidence of short battery life. The pump's current draws were within specifications.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.